Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1) without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237.

Event description:
Medtronic received information that immediately following implant of this 31 mm annuloplasty ring in the mitral position, this device was explanted and replaced with a 29 mm annuloplasty ring. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.